Event description:
Patient presented as unable to fully extend leg. Tibia appeared to be mal-aligned.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the manufacturing histories did not reveal any issues that would contribute to the reported condition. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.